Manufacturer narrative:
This report is submitted on october 18, 2017.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to cholesteatoma. The patient was reimplanted with a new device during the same surgery.